Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn b)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn b)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
B)(4) . Patient or user involvement: no. Patient or user harm: no. Case description: b)(4) had error 500.5040 on etco2 module sn b)(4) . Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: etco software was 7.4 . Pcu software was 9.19 . I advised b)(4) to upgrade her etco2 module software to v8.5. She did not have proper software to flash etco2 module to v8. I sent a request to have poc software 9.19 which includes 8.5 software for etco2 module in the cd to b)(4) . She expected to receive the cd in 5 business days. If she does not receive it in 2 weeks, she will call back.